Event description:
A healthcare professional stated that a patient received a contour blood glucose reading of 521 mg/dl, while another meter read 124 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The caller performed control tests while troubleshooting and the results fell within the control range. No product will be returned. A new contour meter was sent to the customer.